Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The return of the device may have assisted in the investigation of the reported event. The observation of the suture not achieving hemostasis can be influenced by, but is not limited to manufacturing, user technique, and/or anatomical conditions. Each device is inspected during final inspection that includes the inspection of the suture and the way it is loaded onto the device. The procedures provide for an integral suture that is within the device correctly. Each device lot is functionally tested for suture deployment as part of lot acceptance. Every released lot would have met the lot acceptance specifications. With the inspections of the suture in place, the lot acceptance testing to verify quality of the lot build, and reported information of a suture delivery without other observations, there is no indication of a manufacturing deficiency. There does not appear that manufacturing of the device influenced the reported experience. Though the suture was reportedly delivered, slight manipulations (like angle and torque) of the device during deployment can influence the process. The user familiarity with the deployment techniques in the use of the proglide device may have contributed to the reported experience. There is reported information to indicate a user influence, but could not be confirmed. There was no reported information of any anatomical influence on the reported experience. The cause for not achieving hemostasis could not be determined by the information provided. A review of the lot history record and a query of the complaint-handling database could not be performed because the lot number was not provided and the device was not returned for analysis. There does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, the sutures were deployed, but hemostasis was not achieved. Manual arterial compression was used to achieve hemostasis. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be in-training in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.